Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot #73a1800579 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while in use, the staples fold before grabbing the skin. There was no patient injury.

Event description:
It was reported that while in use, the staples fold before grabbing the skin. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was a representative sample in its o riginal packaging. The actual sample was not returned. It was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Reference file (B)(4) for investigation photos. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the staple was released. This was repeated with the same result. To simulate insertion into the skin, the stapler was fired into a foam pad. All three staples fired were able to engage and close into the foam. The remaining staples were fired from the stapler with no difficulty. The stapler was returned with 38 staples remaining in the cartridge. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there was only a representative sample that was returned and there were no functional issues found with the device. The reported complaint of "staple malformed - fold too soon" could not be confirmed since the actual sample was not returned. A representative sample was returned in place of the actual sample that resulted in the complaint issue. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information provided and without the actual sample.